Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter blood leakage occurred at the sleeve. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that blood leaked from the rubber sleeve of luer adapter.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-30. H6: investigation summary: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter blood leakage occurred at the sleeve. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that blood leaked from the rubber sleeve of luer adapter.